Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kaminska, m., perides, s., lumsden, d.e., nakou, v., selway, r., ashkan, k., lin, j-p. Complications of deep brain stimulation (dbs) for dystonia in children - the challenges and 10 year experience in a large paediatric cohort. European journal of paediatric neurology : ejpn : official journal of the european paediatric neurology society. 2016. 1090. Aug 3 (1-8). Doi:10.1016/j.ejpn.2016.07.024. Summary: deep brain stimulation (dbs) has been increasingly used for primary and secondary movement disorders in children and young people. Reports of hardware related complications have been sparse for this population and from small cohorts of patients. We report dbs complications from a single large dbs centre with 10 year experience. Reported events: a (B)(6) patient had the deep brain stimulation (dbs) system removed due to infection following a new implant. Their dystonia deteriorated significantly requiring dramatic escalation of medications. The authors noted that soletra 7426 and kinetra 7428 neurostimulators were implanted in the first 3 years, and activa rc 37612 "pref erentially" after it became available, however it remains unclear which patients received which devices at which times. It was not possible to ascertain specific device information (i.e. Serial/lot numbers) from the article or to match the reported event with any previously reported event.